Event description:
It was reported that during a laparoscopic gastric bypass procedure, the co2 cylindar had to be replaced three times, and the patient kept on losing pneumoperitoneum. A hissing sound was also heard, indicating there was a leak from the ports. Procedure prolonged five minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.